Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a boston scientific field representative that this chronic right ventricular (rv) was associated with a report of high out-of-range pace impedance measurements, increased pace thresholds and low-level noise approximately three weeks after device replacement. Sensing remained good and stable. The patient's physician was considering a lead revision. A boston scientific technical services (ts) consultant discussed troubleshooting for a possible lead-device connection issue, and due to the patient's anatomy, the use of a longer rv lead to avoid use of lead extenders if a lead revision were performed. There were no reports of adverse patient effects, and the device and lead remain implanted and in service.